Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) as high as 498 mg/dl. Customer alleged pump was the suspected cause of the elevated bg as no drops were seen coming from the end of infusion set tubing. Although requested, the customer declined to perform a system check to determine a possible cause. Reportedly, customer used apidra insulin. Tandem's technical support educated customer on cartridge/insulin labeling, however, the customer maintained that there was an issue with the pump. No additional event information was provided.